Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during video-assisted thoracoscopic (lobectomy) surgery, the device fired, however, there was a poor staple formation and the staple line was incomplete. Replaced by another device to resect and to complete the case.